Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to pace using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The pads were received opened and partially adhered to each other. There was some damage to the sternum pad that occured during the separation process. However, the pads passed all testing with test accessories including being able to achieve pacing capture without any discrepancies noted. The pads were scrapped. No trend is associated with reports of this type.